Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the device's log file showed that upon powering on, the pads were initially connected but were later disconnected after a short test, resulting in a lead fault before the device powered off. This power cycle occurred multiple times, with the device recognizing pad connection each time. The likely cause of pad disconnection was a disconnected multifunction cable (mfc). The device passed all functional testing and operated as intended. Pads and mfc were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.